Event description:
Customer received a newborn sample which initially recovered a total bilirubin result of 8.9 mg per dl and was reported out of the lab. A nurse on the pediatric floor questioned the result because a manual skin test for bilirubin resulted in 16 mg/dl. Lab repeated the original sample on (B) (6) 2010 which recovered 17.6 mg/dl. This repeated result was near the cutoff for treatment, therefore, the pt was redrawn twice on (B) (6) 2010. First result was 20.9, second result was 17.5 mg/dl. An add'l sample was drawn (B) (6) 2010 which recovered 14.5 mg/dl. According to the customer, no treatment was necessary and treatment was not altered or withheld due to erroneous results. The field service rep determined a rinse nozzle was dripping which caused the discrepancy. He cleaned the valve and performed mechanical checks, precision, calibration and qc to verify analyzer operation.